Event description:
The manufacturer received information alleging headaches, couch, she feels like there is stuff stuck in her lungs and throat, chest pain, nauseous, and problems with her throat, dizzy related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.